Event description:
On (B)(6) 2014, the reporter contacted animas and alleged the following: for the last week, the patient has had blood glucose (bg) levels between 200-400mg/dl, with increased thirst and urination. Patient denies site issues or scar tissue. The health care provider (hcp) believes it's a pump problem, as bgs respond to injections with the same insulin. Patient has lost some weight and increased activity, but no change has been made to I:c ratios. Customer support (cs) review found no significant alarms; prime history shows change of infusion set every two days. Basal settings correct. Reviewed tdd and it also shows consistent basal totals. Cs explained that no defect can be found in the pump, but since hcp suspects the pump is the issue, pump will be replaced. Cs advised that if issue is not the pump, the issue is likely to continue after replacement. This complaint is being reported due to the allegation of inaccurate delivery and because the patient experienced hyperglycemia.

Manufacturer narrative:
Follow-up #1: date of submission 04/24/2014. Device evaluation: the device has been returned and evaluated by product analysis on 04/10/2014 with the following findings: no defect was found. Unable to duplicate reported complaint. The last basal delivery and the last bolus were recorded on 02/27/2014. Pump history shows no alarms outside the range of normal patient use. The tdd¿s add up correctly and reflect the users programmed basal rate... Pump successfully passed a delivery accuracy test and was found to be operating within required range and delivering accurately. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).